Event description:
It was reported the camera head had no image. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
Updated fields: g3, h2, h3, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A probable root cause could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The issue occurred during reprocessing. There was no patient involvement.